Manufacturer narrative:
Initial.

Event description:
It was reported that the patient called to report high blood glucose while using the ilet system but declined to complete troubleshooting questions and ended the call, so the cause of the hyperglycemia was unclear and no device component issue was identified. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, hospitalization, or long-term impact. Investigation included an attempt to perform a complaint intake and triage, which was not completed due to the call ending. Investigation of this case revealed no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.